Event description:
It was reported that the "tank full" alarm turns on when the machine just starts working. The machine had to be removed from the patient. Backup was available and no patient harm reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, has not been returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. Probable causes include: actual blockage, component failure or user error. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.